Event description:
A review of service data has detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt the hi-pot functional test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the hi pot functional test. The cause for the test failure was an open pulse wire in the distribution node to front therapy electrode cable. The root cause for the open pulse wire cannot be positively identified. No adverse event resulted from the open wire. The last pt to use this electrode belt did not report any problems.